Event description:
Additional information received noted that the device was interrogated during a follow up and the out of range shock impedances were due to a single daily measurement while all subsequent high voltage shock impedances were within normal range. The physician elected to continue to monitor the patient.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that an alert was triggered due to out of range shocking impedances. A review of the data by technical services confirmed the alert. It was noted that the system is a single coil system and the last year the shock impedances have trended around 100 ohms. A review of the logbook and electrocardiogram did not show noise. Troubleshooting to determine the root cause of this case was also discussed. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) upon additional information this investigation will be updated.